Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, damage to the video connector was observed. Therefore, it was determined that the phenomenon, ¿the image was noisy¿, occurred due to electrical contact failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿ properly and securely connect all cables. If the cable connector has connection screws, tighten the screws. Otherwise, equipment damage or improper performance. Never apply excessive force to connectors. This could damage the connectors. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the video system center the video connector had poor contact. The direction interface was not in good contact, resulting in no image sometimes, and the image was normal after reconnection. The issue was found during preparation for use, the intended diagnostic laryngoscopy was completed with a similar device, and without delay. The patient was not under anesthesia and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found that the image was noisy due to a defective video cable connector. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.